Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented for implant, the right ventricular (rv) lead was attempted to deploy and redeploy multiple times. While closing pocket, the lead testing through device exhibited high capture thresholds. The lead was attempted to repositioned, but helix could not extend. The lead was explanted and tested on bench. Tissue was noted in helix. Even after flushing the lead, helix extension was not very smooth. The helix lurched out after multiple turns. The lead was replaced. The patient was stable.